Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: 50yo. Did well post implant, then developed discomfort @ 1 yr. Post disassociation of glenoid sphere, no trauma or injury was reported to have occurred. Was recommended to have revision due to this, and revision was performed approximately 1-year post recommendation. Revision of right shoulder, general anesthesia. No malposition was noted. Scar tissue excised upon entry to joint found dissociated glenoid sphere & was removed. Removed humeral tray, noted wear and metallosis wear, debridement performed. Eccentric wear was contributed to pseudoarticulation during last 6-7 months ¿ was noted at distal aspect ¿ due to wear elected to replace baseplate. Baseplate was well fixed along with screws. No complications. Pathology report: shoulder hardware for gross analysis only - metallic humeral head with identification b608390. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: st. Joe x-ray report from (B)(6) 2018 notes a total right glenohumeral prosthesis is present. The components are satisfactorily seated and articulate normally. X-ray report from (B)(6) 2017 notes patient presents with increased discomfort and decreased flexibility, denies injury, disassociation of glenosphere from baseplate confirmed in xray. St. Joe x-ray report from (B)(6) 2018 indicates a right shoulder replacement is noted. Alignment is within normal limits. Additional information does not change the root cause of previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Insufficient information provided. Unable to perform a compatibility check. Medical records were not provided. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. B7 ¿ added the following to medical history: htn height = 5 ft, 11 in bmi = 34.9. The additional information received does not alter the results of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a2; b3; b4; b5; b7; d1; d2; d4; d6; d7; d11; e1; e2; e3; g3; g4; g5; g7; h1; h2; h3; h6. D11: part# 180552; lot# unk, part# 115398; lot# unk, part# 180552; lot# unk, part# 180550; lot# unk, part# 180551; lot# unk, part# 115320; lot# unk, part# 113631; lot# unk, part# 11536; lot# unk, part# ep-115396; lot# unk, part# 405800; lot# unk. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The reported products were reviewed for compatibility with no issues noted. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: 50yo. Did well post implant, then developed discomfort at 1 yr. Post disassociation of glenoid sphere, no trauma or injury was reported to have occurred. Was recommended to have revision due to this, and revision was performed approximately 1-year post recommendation. Revision of right shoulder, general anesthesia. No malposition was noted. Scar tissue excised upon entry to joint found dissociated glenoid sphere & was removed. Removed humeral tray, noted wear and metallosis wear, debridement performed. Eccentric wear was contributed to pseudoarticulation during last 6-7 months ¿ was noted at distal aspect ¿ due to wear elected to replace baseplate. Baseplate was well fixed along with screws. No complications. Lot identification is necessary for review of device history records, lot identification was not provided. Additional information does not change the root cause of previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Implant date: (B)(6) 2016. Explant date: (B)(6) 2018. Concomitant medical products: unk glenoid component. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-02295. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent a shoulder arthroplasty approximately four (4) years ago. Approximately two (2) years post-implantation, patient underwent a revision due to pain, discomfort, and disassociation. Patient was noted to have no evidence if malposition or problems that would cause the disassociation. Patient was also found to have metallosis wear that was removed by the surgeon. Attempts have been made and no further information has been provided.